Manufacturer narrative:
The ge healthcare (gehc) engineering team investigated this event and determined that the uninterruptible power supply (ups) failure was limited to fumes/smoke emanating from the ups. This was caused by metal oxide semiconductor field effect transistor (mosfet) (transistor) failure per the manufacturer's autopsy analysis. Based on cabinet design and absence of heat and flame damage on the cabinet covers, there was no open fire or flames outside of the ups cabinet as initially reported. No malfunction has been identified with the design or manufacture of the 3 kva ups. This is an isolated case. A new 3 kilovolt amp (kva) ups has been installed to resolve the issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the ups on the system failed causing flames to be emitted outside the cabinet. There was no patient involvement and no injury reported.